Event description:
The MFR rep reports 6 cc of clear fluid aspirated from the pump pocket site. The fluid was tested and an opioid substance was confirmed. The pt was asymptomatic. A study suggested a patent catheter, however, dye was injected outside the catheter access port and surrounded the pump pocket. A second study revealed a catheter leak near the pump connector. No reservoir volume discrepancies had been noted at prior refills. Add'l info has been requested from the hcp, but was unavailable on the date of this report.